Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five years and 17 days following the implant of this 29 millimeter (mm) transcatheter bioprosthetic valve, aortic stenosis was identified. A transesophageal echocardiogram (tee) was performed which showed a mean gradient of 43 millimeters of mercury (mmhg) and velocity of 4.5. The patient was started on an anticoagulant for a presumed valve thrombosis. An echocardiogram performed six years, one month and 18 days post valve implant showed a mean pressure gradient of 42 mmhg and trace aortic regurgitation. Per a tee performed six years, four months and 11 days post implant of the valve, the right and non coronary cusps appeared to be largely fixed or at least severely restricted. There appeared to be normal function of the left coronary cusp. Leaflet malcoaptation was noted which resulted in mild to moderate transvalvular aortic insufficiency. These jets were noted to cumulatively result in moderate aortic insufficiency. The arteriovenous anastomosis was noted to be 0.57 cm2, the peak aortic valve velocity was 4.12 milliseconds (m/s), and the mean pressure gradient was 44 mmhg. As a result, a 23 mm non-medtronic transcatheter valve was implanted inside the 29 mm medtronic valve. No additional adverse patient effects were reported.